Manufacturer narrative:
This is the same event as 3010536692-2016-00703. This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was experiencing mom complications. Additional information received 04/29/2016. Allegedly, the patient was revised due to the following mom complications: fluid; pseudotumor (left) added hospital, lot /product ID number, quantity and implant/explant date.